Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was determined to be exhibiting right ventricular (rv) loss of capture during an emergency department requested interrogation. The rv channel showed noise. The ICD and rv lead were occluded for this patient, and were abandoned. Another ICD system was implanted on the left side. No additional adverse patient effects were reported.